Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. (B)(4) full lead returned and analyzed. No anomalies found, proximal conductor distorted, outer insulation breached cut, andapparent explant damage. (B)(4) full lead returned and analyzed. No anomalies found, blood in/on helix/lobe mechanism (sleeve head).

Event description:
It was reported the patient was found dead in bed on (B)(6) 2010. The coroner's report stated that the pacemaker was implanted in (B)(6) 2009; "however, there were complications with the pacemaker requiring re-wiring of the pacemaker about a month prior to her demise. She had mental illness with history of suicide ideation and self harm. Recently she had ceased eating and taking her medications". An autopsy was performed and cause of death was reported as "coronary artery disease". Coroner further reported that the death was unlikely related to the device or lead system; however, she noted the problem with the lead occurred about month prior to the patient's death. Numerous attempts were made to obtain additional information regarding the lead issue without success.